Event description:
Two forceps were returned alleging an "issue with handle".

Manufacturer narrative:
Concomitant product: cev525; lot: 201005mf5; manufacture date: may 2010. (B)(4). Both forceps (lot: 201005mf1 <(>&<)> lot: 201005mf5) were returned. For both instruments, the tube was not fixed properly and was moving during the use of the instrument. The sheath was damaged and the jaws are unstuck. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. (B)(4).